Event description:
Within a month and a half, hospital has had 2 separate occasions of visitors being pushed on walker rollators. Walker rollators are a type of walker, but they are equipped with a padded seat. These walkers are only to be used as a normal walker while moving, and the seat is to be used as a resting place. On two separate occasions, we have had visitors being pushed in a rollator walker fall over backwards. On both occasions, the person pushing the walker rollator also fell. I talked to both parties, and they said that they use the rollator walker as a type of transportation device quite often, even though it is not designed to be used in that manner. Thankfully, there were no serious injuries in either of the falls. I was not able to look at either of the rollator walkers, so I did not see the exact brand or specifications of either of the walkers.